Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The returned unit was patent. It did not meet requirements for the leakage test. The proximal patient line tubing was observed to be disconnected from the patient line stopcock. The distal patient line tubing was observed to be disconnected from the zero reference stopcock. Adhesive was observed in the interior of the tubing to luer connections on both stopcocks as well as on the end of both disconnected tubes. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient line had disconnected during use.